Event description:
Rv (right ventricular) bipolar lead impedance oor (out of range) high, rv lead integrity alert (lia) due to hrns (health-related social needs) & rv lead impedance variation, rv (right ventricular) bipolar lead impedance warning oor (out of range) high. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).